Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the reported issue. The suspect device has not been returned for evaluation. However, a work order has been performed on this unit. Vyaire fsr (field service representative) evaluated the device onsite. Fsr arrived onsite and replaced mainboard according to service manual. Corrected altitude settings. Performed calibrations and passed. Performed ovp and passed. Unit meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator had transducer fault during patient use. Furthermore, there was no patient harm reported associated with the event. The patient was placed on another unit.